Event description:
The parent of the patient reported that the patient contracted bacterial meningitis one to two years following device implant. The patient's pediatrician treated the patient and counseled the parent that the meningitis was not device related. The patient's device is currently implanted. Once more information is received, a supplemental report will be submitted.